Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd syringe luer-lok" 3 ml the syringes leaked when connected to nicu/peds microbore extension set tubing. There was no report of patient impact. The following information was provided by the initial reporter: nicu nurses and pharmacist reported that this lot of bd 3ml syringes were leaking when connected to nicu/peds microbore extension set tubing (ref mz9267). Other lot#s of the same product 3ml syringes were tested by the nicu pharmacist and did not leak. Only appears to be this lot number. Nicu pharmacist removed affected lots.